Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly the patient was revised due to malalignment; progressive arthritis. Revision njr number: 4052710. Side: l. Primary asa: p2- mild disease not incapacitating.

Manufacturer narrative:
Updated part and lot number.